Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised right motor gearbox is making a chugging noise and sounds like missing a gear. Dealer advised chair is pulling to the right.